Event description:
It was reported that the patient experienced increased pain or pressure at the implantable pulse generator (ipg) site and had inadequate pain relief from the spinal cord stimulator (scs) device the patient underwent an scs system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7070022/7072778.